Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Event description:
Additional information reported that the sensor check was routine as part of standard of care post-transplant protocols. The sensor was not recalibrated. No additional investigation into the dampened sensor will be performed. The physician will continue to monitor the patient through standard means no longer using the cardiomems readings.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.